Event description:
On (B)(6) 2015, the reporter contacted animas alleging that moisture damage was noted behind the display screen lens. The reporter indicated that there was no noted physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: during visual inspection, it was observed that there was a crack found in the case near the upper right corner of the display. A leak test was performed and failed, indicated a pump case leak. There was also evidence of moisture corrosion on the transceiver board. Unrelated to the original complaint, it was seen that there was a crack in the battery compartment below the bumper pad. There was no damage or peeling to the keypad but it was noted that the ok, up and down keys responded intermittently while the contrast key did not work at all. The keypad was removed, and there was evidence of contamination found under all the key contacts. When the pump was powered on, it was noted that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.